Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in an unspecified coronary artery with a 2.75 x 12 mm nc trek rx balloon dilatation catheter (bdc). The bdc was advanced with no resistance to the lesion and the balloon was inflated one time to nominal pressure. Following the successful inflation, the balloon took a longer than normal time to deflate, but it did deflate completely and was removed from the anatomy with no reported issues. However, the patient was reported to have experienced angina. There was no clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation and inflation issues were not confirmed during device testing using 1:1 contrast/water. Inflation and deflation times were per specifications. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of angina as listed in the coronary dilatation catheters (cdc), nc trek rx global IFU, is a known patient effect. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU) specified that the contrast is 60% contrast medium diluted 1:1 with normal saline. Contrast that is more concentrated can lead to slower inflation and deflation times. The investigation determined the reported deflation and inflation issues appear to be related to user error. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, information received stated that the 2.75 x 12 mm nc trek balloon inflated slowly when using undiluted contrast. No additional information was provided.